Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit had a "low battery" error flashing on the bottom left of the screen. When unplugging the unit from ac wall power, the main cart shut down, but the camera cart stayed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the battery was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0719 was coded for the main cart shutting down when being unplugged from ac power. A1102 was coded for the "low battery" error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.